Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned for evaluation.

Event description:
It was reported that the anchor from the gastropexy kit failed after two and a half weeks. The anchors allegedly migrated through to the skin at three weeks. No further information has been provided at this time.